Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated that they received an compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and cracked reservoir tube lip.